Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found and setscrew disengagement could not be confirmed.

Event description:
Damaged at implant, user interface device problem, evaluation, attempted implant/not implanted/not used, setscrew sideways/disengaged it was reported during the implant procedure that the physician disengaged the setscrew and could not properly reinsert the setscrew into the connector block. The device was not implanted. No patient complications have been reported as a result of this event.